Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the affected device was disposed of by the hospital. The extension was cut by the surgeon to facilitate removal during explant and therefore wouldn't be returned for analysis. No further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for parkinson's disease and movement disorders. It was reported that the patient had an open circuit on contact 2 with impedances over 40,000 as well as bipolar combinations with contact 2. The patient had not been getting any symptom control since the open circuit was discovered. It was noted contact 2 normally provided excellent symptoms control. It was unknown if there were any environmental, external, or patient factors that may have contributed. The patient was to meet with a neurosurgeon for evaluation to revise their left side. No actions/interventions were taken to resolve the issue at the time of the report, and the issue was not resolved. Surgical intervention was planned, but not scheduled yet. It was indicated the hcp did not have any further information regarding the event. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the patient had the left extension removed due to an open circuit. After replacement, impedances returned to normal values. The patient was programmed back to their previous settings using contact 2. No further complications were reported or anticipated with this event.